Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the fenestrated bipolar forceps instrument had a damaged cable. X-ray was performed on patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was one cable visibly protruding from the distal end of the instrument. The color of the broken cable was silver. The reporter was unsure which motion the broken cable controlled. There was no reported loss of cautery and no signs of thermal damage observed. The instrument was removed from use when the cable was noticed by the surgeon in the viewer. After the instrument was removed, an x-ray was taken to ensure no fragments fell into the patient.